Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A service history review was performed and revealed no issues that could have caused or contributed to the reported event. The event history log was reviewed and revealed no keystrokes, programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was myocardial infarction. On an unknown date, the patient was hospitalized for the myocardial infarction. Treatments administered to the patient while hospitalized were not reported. It was not reported if an autopsy was performed. Peritoneal dialysis therapy was ongoing until the patient¿s death. It was not reported if the patient was performing therapy at the time of myocardial infarction or death. No additional information is available.